Event description:
On (B)(6) 2012, the customer reported that this atrial lead was exhibiting high threshold and high impedance measurements (exact measurements were not provided) and the caller stated the lead is almost completely nonfunctional now. The lead was removed from service (surgically abandoned, capped) without further incident and was successfully replaced; the lead will not be returned for testing. No adverse pt effects were reported. The lead was actively implanted for approximately 10 yrs, 7 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), and successfully replaced with no adverse pt effects reported. As a result, the lead will not be returned for analysis and the reported allegation cannot be confirmed. The event will be re-evaluated if additional info becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.